Event description:
Getting "check belt, see manual" messages beginning today. He swtiched the garment, but is still getting the alarms. He also followed all of the instructions in the manual for this problem. Nothing has helped. He claims he has not lost any weight. He also claims that he has never disconnected the elctrode belt from the monitor. A review of the patient's downloaded data shows ECG falloff spikes for the past few days. The patient's electrode belt was replaced.